Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient called back in regards to ongoing therapy issues. Patient reiterated that they have been suffering from multiple antibacterial resistant uti's. Patient stated that they recently increased their stimulation but they are still going pee about 6-8 times a day and they have to self catheterize in order to fully empty their bladder. Patient stated that they are going every hour on the hour. Patient stated that when they are out of routine they don't pee at all, not even a drip. Agent assisted patient in changing programs. Simulation confirmed and comfortable. Patient will continue to monitor symptom's, redirect to hcp if issue persists. Patient stated that they have an atonic bladder.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they are having to catheterize more often throughout the day and they are also getting more frequent utis. Patient said they have had to start catheterizing every single day to try to avoid getting utis and they have already gotten another uti 2 weeks after starting the daily bactrum medication. When asked for event date, patient said it was probably like 3-4 months ago. Agent walked the patient through increasing their stimulation. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.